Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was due to the patient's skin thickness or lack there of. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced discomfort as they believed the ipg was placed too closely to the collar bone area and the proximal part of the device was showing through their skin. Per the opinion of the physician, the root cause of the event was due to the patient's skin thickness or lack there of. On (B)(6) 2026, an ipg revision occurred and the device was placed more distally.